Event description:
Investigation completed on a smiths medical tracheostomy silicone -bivona tube.

Manufacturer narrative:
Investigation completed on a tracheostomy/silicone - bivona tubes adult tts . P/n 670180 l/n 3800558 was tested and confirmed with two samples submerged in water. Leaks were detected in both and customers complaint was confirmed. When inflating cuffs with 20 cc of air there was no functional issues detected, as the cuffs inflated and deflated. A review of the manufacturing process for p/n 670170-sa and l/n 3975191, was conducted by quality engineer on 13/may/2020 in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried appropriate. If is believed the damage was caused after leaving the facility. Updated fields. B 1 b 3 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10

Event description:
Information was received that smiths bivona® adult tts¿ tracheostomy tracheostomy/silicone - was inserted on (B)(6) 2020 but on (B)(6) it was noticed the trachesotomy had a leak. When precheck was done for change out of device, that was also noted to have a leak. This resulted in two complaints. Trach was changed out.